Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2014, to report that on (B)(6) 2014, the receiver's display screen became frozen. No additional event or patient information is available.